Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, a patient reported via phone that an ar-2290 implant system, proximal tenodesis had an issue during an arthroscopic tenodesis procedure with labral repair in the left shoulder on (B)(6)2024 after a shoulder dislocation. When the surgeon tried to put in the suture, the labrum broke even more so that they could not fix it. The biceps tenodesis part of the surgery was completed successfully and the patient was not experiencing any issues. The patient was inquiring about the material composition of the implant system for an upcoming scheduled MRI. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.